Manufacturer narrative:
Product complaint # (B)(4) date sent: 5/14/2020 additional information was requested, and the following was obtained: what is the patient gender/bmi? Male patient/ 52 bmi. Hb was 16.2 before surgery and drop down to 7.3 post-surgery what stapler was used with this reload? Plee60a used with gst reloads. Gst60g-2, gst60b-4 please provide color reloads used in sequential order from antrum to fundus. From antrum to fundus 2 gst60g followed by 4 gst60b does the surgeon routinely wait 15 seconds prior to firing? Yes. Was buttressing material used? No. Were any staple formation issues noted? No what was the preoperative anticoagulation regime for patient? Clexin 60 on which days post-op was blood given to patient? On 2nd day what is the current patient status? Patient hb patient is fine and discharged after 10 days hospitalization.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Bleeding was the only issue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the patient gender/bmi? What stapler was used with this reload? Please provide color reloads used in sequential order from antrum to fundus. Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Were any staple formation issues noted? What was the preoperative anticoagulation regime for patient? On which days post-op was blood given to patient? What is the current patient status?

Event description:
It was reported that there was bleeding on staple line. 5 reloads used for the sleeve gastrectomy and bleeding was there after the firing. Bleeding controlled by putting clips over the stapler line. No data available on ml blood loss. Patient hb was 16.2 before surgery and drop down to 7.3 post-surgery. The patient required a transfusion of 4 units. Hospital stay extended to 10 days.